Manufacturer narrative:
The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) capd disconnect y sets leaked. The caregiver stated that the drain bags leaked during use. There was no patient injury or medical intervention associated with this event. No additional information was available.